Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the distal tip: fall off. Always. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the technical investigation of the returned product, the following was found: the described customer complaint "distal tip: fall off./ always" can be confirmed. A manufacturing fault due to poor workmanship is assumed. Most possibly too much material was removed when cleaning the weld seam, causing the material to separate. The corresponding IFU ri: 27056la_en_v47.2_03-2023_ri_ce descibes in chapter 10.1 functional check the following: if the device does not fulfill one of the points listed below or if damage can be identified, see chapter 'maintenance, repair, servicing and disposal' in the instructions for use. The following tests must be carried out to detect functional limitations: check the surface of the product for mechanical integrity and changes. Check the labeling for legibility. Check the product for mechanical integrity. Check the correct positioning of the assembled components and, if necessary, also check the cleaning connector. Check the mobility of all mobile components, if necessary, once the components have been assembled in the case of products that can be dismantled. Check whether the end positions of the application part are reached. The event is filed under internal karl storz complaint ID: (B)(4).